Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found white substance adhered to the distal end of the scope. In addition, the distal end had a stain. Adhesive around the light guide lens was peeled. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Due to fray of the knob wire, forceps elevator does not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had poor angulation and the forcep elevator wire was damaged. The issue was found during inspection. Inspection and testing of the returned device found foreign material adhered to the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed the device was not used on a patient with foreign material attached to the device. They inspected the device before using it. The device was appropriately precleaned without any delay after the procedure. The reprocessing accessories had no abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not specify the cause of the material remaining on the device. The type of material could not be identified and there was no physical damage of the device where the foreign material remained. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use sections: chapter 3 "preparation and inspection" and chapter 3 "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.